Manufacturer narrative:
A field service engineer was dispatched to the customer site and identified that the oil mist filter housing was loose. The oil mist filter housing was adjusted/tightened to help resolve the smoke/haze issue; however, the unit was not returned to specifications as the planned maintenance was overdue, and the customer declined additional service. The customer was advised to avoid using the unit. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue for the sterrad® 100s unit was reviewed for the prior six months from the event date, and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced; therefore, no parts were available for further analysis. The assignable cause of the smoke/haze is likely due to the oil mist filter housing. The asp field service engineer adjusted/tightened the part to help resolve the reported issue; however, the unit was not returned to specifications as the planned maintenance was overdue. Asp will continue to track and trend this issue. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by advanced sterilization products, or its employees that the report constitutes an admission that the product, advanced sterilization products, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿smoke¿ or haze emitting from the sterrad® 100s sterilizer that occurred on (B)(6) 2022. The customer stated that they powered off the unit and planned to replace the suspect unit with a new sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a previous serious injury.